Event description:
Customer reported chemo infusion bag finished 9-10 hours early. Vincristine/doxorubicin was set to infuse at 22.9 ml/hr 1445pm. At 0530am the bag was empty. The screen showed 248 ml remaining to infuse. Customer's biomed was unable to duplicate problem. Event occurred on chemo floor "8 monti." There was no report of patient harm or medical intervention. Although requested, no additional information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file #: (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.